Manufacturer narrative:
Philips service replaced suite pc mdp and ssd os haswell and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system booting problem outside of use on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.